Event description:
It was reported that (B)(6) 2019 placed a vein indwelling needle, (B)(6) 2019 s&n dressing(10*12cm) was used for fixing when drug delivery, (B)(6) 2019 found that the film was no stickiness and replaced a new dressing after the sterilization, (B)(6) 2019 night the film became not sticky again because of sweating and replaced another one, (B)(6) 2019 replaced twice and basically twice/day in the recent couple days.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A device history record review was not carried out due to no lot number being provided with the complaint. A complaints history review was carried out, there has been four further issues of this nature reported, and however no lot number present. Due to no returned sample, no assessment and visual check were carried out. Unfortunately, we have been unable to determine a root cause in this instance. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.